Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx system was used to treat an abdominal aortic aneurysm on an unknown date. During a follow up on (B)(6) 2017, CT scan showed a type 3b endoleak and aneurysm growth. Re-intervention was performed on (B)(6) 2017 where ovation devices (main body and two iliac limbs) were utilized. Angiogram showed no endoleaks and no graft perforations. Patient was discharged on (B)(6) 2017 with no issues. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.